Event description:
The device was used during a "vats" bullectomy. Reportedly, the staples did not form properly and tissue was attached to the cartridge. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.